Event description:
It was reported that patients spinal cord stimulator lead had fractured. It was noted that patients spinal cord stimulator lead had impedances. It was noted that patients implantable pulse generator had difficulty communicating with the remote control. The patient underwent an ipg and lead replacement procedure. The explanted device will not be return due to facility policy.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7078907. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 569200.